Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Additionaly, the customer stated that the battery installed in the device at the time of the incident was from 2018. Stryker advised the customer to replace all the old batteries with new ones. The battery pins were replaced as part of normal preventative maintenance activities. The device passed all functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Corrected data: section h11, additional mfg narrative of the initial medwatch report indicates: "a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Additionally, the customer stated that the battery installed in the device at the time of the incident was from 2018. Stryker advised the customer to replace all the old batteries with new ones. The battery pins were replaced as part of normal preventative maintenance activities. The device passed all functional and performance testing. The device was subsequently returned to the customer." Section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Additionally, the customer stated that the battery installed in the device at the time of the incident was from 2018. Stryker advised the customer to replace all the old batteries with new ones. The battery pins were replaced as part of normal preventative maintenance activities. The device passed all functional and performance testing. The device was subsequently returned to the customer." Additional manufacturer narrative: a stryker customer quality engineer (cqe) further evaluated and was able to verify the reported issue in the device's electronic records. A conclusive root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported.